Event description:
The physician was attempting to use an assurant cobalt peripheral bare metal stent system with common iliac right side approach, up and over- to it and then back on right. During the attempted delivery, the assurant cobalt stent got caught on the sheath resulting in stent damage. A second assurant cobalt was then used however it slipped on the balloon in the sheath (6fr cook). Same sheath was used with both assurant cobalt devices. It was reported that neither stents left the sheath, and both were removed from the patient. Another non ¿medtronic device was used. Patient was reported to be fine. Both devices were inspected prior to use with no issues noted. No patient injury or clinical sequelae were reported. Evaluation summary: the stent was returned on the balloon. The stent had moved distally along the balloon and was covering the distal marker band. The 5th proximal segment was pinched. Crimp impressions were evident along the balloon. The distal tip was damaged. A strand of foreign material that appeared to be plastic in nature was present on the stent. The material was easily detected visually and removed without any resistance.

Manufacturer narrative:
Evaluation results: deformation problem. Related to operational context- it appears most likely that the issue is related to the attempt to use the device during the procedure. Evaluation conclusion: related to operational context- it appears most likely that the issue is related to the attempt to use the device during the procedure. (B)(4).